Event description:
In 2004, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Images taken in 2006 demonstrated aneurysm enlargement. In 2009, an angiogram confirmed a type ii endoleak with retrograde filling of the aneurysm sac. No additional events have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.